Event description:
It was reported that the pt's device was showing high impedance on system diagnostics. No trauma or manipulation occurred which could have caused or contributed to the high impedance. It was also reported that the pt is not feeling stimulation, but his seizures are still controlled. The pt's device was programmed off. X-rays were taken and reviewed by the manufacturer. No anomalies were noted, but due to poor image quality, a proper assessment could not be performed. Revision surgery is likely, but has not occurred to date.